Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "catheter leaked while administering drugs for adductor canal block. There was no reported patient harm or con sequence."

Manufacturer narrative:
Qn# (B)(4). The customer reported the catheter was leaking. The customer returned an epidural catheter and lidstock. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen between the inner coils. No other defects or anomalies were observed. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned sample. A functional leak test was performed, using the returned catheter and a lab inventory snaplock assembly with the lab leak tester. The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected and therefore, no functional issues were found with the returned sample. A device history record review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter leaking could not be confirmed based on the sample received. The returned catheter was functionally leak tested with no leaks observed. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, based on the functional testing, there were no issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that: "catheter leaked while administering drugs for adductor canal block. There was no reported patient harm or con sequence."